Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) checked logs, replaced executive board (0670-00-0770), updated software, issue resolved run function test return unit to customer for use. The failure analysis and testing department received part executive processor board with a reported failure of a bad board. The failure analysis and testing dept. Performed a visual inspection of the part received and found that the part is in good condition. The failure analysis and testing dept. Installed part executive processor board in the cardiosave test fixture and tested to factory specifications per procedure and the cardiosave service manual. The failure analysis and testing department operated the test fixture continuously for approximately 3 hours, during which the reported failure was not observed. Retaining the executive board in the fat dept. Per procedure.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11 corrected fields: e1, e3.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data: weight, other relevant history.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in e1. Full initial reporter name:(B)(6). Updated fields: b4, e1, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. It was reported that the cardiosave intra aortic balloon pump (iabp) had error code # 58 and 124 when attempting to use. During a procedure, a patient on the table who was in cardiogenic shock. The interventional cardiologist decided to place an intra-aortic balloon pump on the patient. The unit was plugged into power near the procedure table and passed all initial testing when turned on. However, after attaching the helium line and the fiber optic connector and pressing the start button, the unit began to alarm shortly thereafter, displaying a failure message on the screen. Customer turned off the unit and restarted it a second time, but the same issue occurred again once pressed the start button. As a result, the unit was taken out of service and replaced with a second iabp console. Patient not involved and no harm reported. A getinge field service engineer (fse) checked logs, replaced executive board, updated software, issue resolved run function test return unit to customer for use.

Manufacturer narrative:
Due to character limit in e1 event site (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had fault codes 58 and 124 when attempting to use. During a procedure, a patient on the table who was in cardiogenic shock. The interventional cardiologist decided to place an intra-aortic balloon pump on the patient. The unit was plugged into power near the procedure table and passed all initial testing when turned on. However, after attaching the helium line and the fiber optic connector and pressing the start button, the unit began to alarm shortly thereafter, displaying a failure message on the screen. We turned off the unit and restarted it a second time, but the same issue occurred again once we pressed the start button. No patient harm.